Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Sales rep indicated the tibial side was loose. Tibial tray - unknown interface and tibial stem/sleeve at the bone to implant interface.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1 (is product problem), b5 and h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (device code).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to confirmed infection and loosening of the unknown component at the implant to bone interface. Unknown cement was used. Cement spacer implanted. Doi: (B)(6) 2019 (tibial insert) unknown (other implants explanted), dor: (B)(6) 2021, left knee.